Event description:
Spider wire was deployed just above the trifurcation and distal popliteal artery. Multiple cuts were made in the superficial femoral artery and popliteal artery system. We did multiple passes. Then the system binded on the filter wire. We were unable to pull back without removing most of the spider wire. The spider wire came back with the device into the sheath. We did remove the device. We could not pull the spider wire due to the large size plaque burden. We had to move the proximal end of the sheath to remove the wire. We used an 0.35j wire into the top end of the sheath and replaced it with another 7-french sheath. Post-procedure angiography was then performed. Post procedure, we saw a 1cm linear density with a small dot on the distal tip. After viewing the spider wire, it appeared to be that this was probably the flexible core tip of the spider wire. It appeared to be embedded in the vessel wall.